Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was not displaying an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received from the customer stating that the intended procedure was completed without delay. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. The subject device was returned. Based on the results of the legal manufacturer's investigation, poor water tightness of the product has been confirmed, and cables, connectors, and charge-coupled device (ccd) lenses have been found to be defective in appearance/product tightness. Therefore, there is a possibility that the substrates were damaged by immersion due to poor water tightness, and it was likely that the image function did not operate normally due to partial water immersion failure of the substrate causing the phenomenon ¿there is a problem with the image¿ to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.